Event description:
Customer reported the system monitors are too dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board. System operates as intended.